Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, after performing the papillotomy, the ultratome xl was relaxed and inserted into the cbd. Upon bowing, the nurse noticed that the ultratome was torn. When the ultratome was pulled out of the cbd, the cutting wire broke and protruded about five millimeters from the papilla into the duodenum. After notifying the surgical department, the ultratome was carefully removed under visual control. Another wire was placed in the cbd with a diagnostic catheter. Additionally, a ten french stent was placed inside the patient and the papillotomy ended. It was reported that the patient's x-ray showed a little free air, blood examination showed decreasing cholestasis levels and no relevant c-reactive protein increase. Note: photos of the complaint device outside the patient were provided by the customer and showed the device (working length) was cut with a broken and kinked cutting wire.

Manufacturer narrative:
Block h6: patient code e2114 captures the reportable event of perforation. Medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked from the proximal pierced hole, which are consistent with the findings based on media analysis and also when the device was observed under magnification. It was also found that the cutting wire was blackened, and the device was cut with a sharp object, probably to remove the device from the scope. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused if the cutting wire was preactivated before use which may cause premature cutting wire fatigue and may compromise the cutting wire's integrity. Not verifying that the cutting wire if it has exited the endoscope while electrical current is applied, and not maintaining direct and constant contact with tissue when applying electrocautery current could also contribute to wire breakage, as well as excessive power which may damage the integrity of cutting wire, according to the instructions for use. Additionally kinking/bending the cutting wire can lead to break it. The IFU mentions "perforation" as a potential complication and it is noted in the adverse events section of the IFU, therefore the cause code for the reported issue of "perforation" will be documented as "known inherent risk of device" since the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, after performing the papillotomy, the ultratome xl was relaxed and inserted into the cbd. Upon bowing, the nurse noticed that the ultratome was torn. When the ultratome was pulled out of the cbd, the cutting wire broke and protruded about five millimeters from the papilla into the duodenum. After notifying the surgical department, the ultratome was carefully removed under visual control. Another wire was placed in the cbd with a diagnostic catheter. Additionally, a ten french stent was placed inside the patient and the papillotomy ended. It was reported that the patient's x-ray showed a little free air, blood examination showed decreasing cholestasis levels and no relevant c-reactive protein increase. Note: photos of the complaint device outside the patient were provided by the customer and showed the device (working length) was cut with a broken and kinked cutting wire.